Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor along with high glucose notifications, and the user experienced sustained hyperglycemia up to 400 mg/dl over several days; the user performed a dry run, restarted the ilet, and completed a full supply change with new cartridge and infusion set, after which insulin delivery resumed. Customer care provided support that included guided troubleshooting, and full supply replacement. Investigation of this case revealed successful restoration of insulin delivery with no additional device anomalies reported after the intervention, consistent with an unclear cause for the hyperglycemia in the context of a prior motor stall alert. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient blood glucose impact that stabilized following troubleshooting, with no medical intervention or hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.